Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a blank display as a result of moisture damage on the electronic and motor assembly.

Event description:
It was reported that the insulin pump had water underneath the screen and in the battery compartment. It was also reported that the device was dropped into a lake while the customer was in a summer camp. The insulin pump alarmed with nothing on display. The alarm was not cleared and the nurse believes that the battery cap was not installed properly. No further info was provided.